Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. Reportedly, the battery compartment was damaged and there was evidence of moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 07/02/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The battery compartment was cracked along the threads and moisture was found in the battery compartment. A leak test found a leak where the crack was located. The pump powered up to the verify screen with the appropriate audible and vibratory features. All the buttons functioned properly. No additional evidence of moisture intrusion was found when the pump casing was opened to investigate.